Manufacturer narrative:
Ge healthcare investigation about this event has been completed. Field engineer (fe) discovered once on site the whole unit got uprooted from its wall fixing position & fell down. No injury reported since at the time of incident nobody was in the room. System was installed on (B)(6) 2012 by a third party under the supervision of a ge service distributor & is not under ge contract. Fe visual inspection confirmed wall mount kit used to fix the product were those supplied by gehc & that two bolts along with the two plastics wall plug fully came out from the room wall but were not broken meaning the design is adequate. Fe visual inspection of the hospital wall structure around bolt holes were found to be damaged, crumbled. Gehc investigation confirmed the root cause of the fall was due to a weakness of the hospital wall structure preventing proper support of the force exerted by the system. Installation manual explains how to mount the system on the wall & specifies the wall strength/durability requirement. A paper instruction delivered with each system proposes the use of an optional anchor plate kit to reinforce system fixation on all types of wall based on the facility¿s wall structure. User had the responsibility to check if the wall can hold the force exerted by the system & can decide to use the kit or not. User did not ensure the wall could stand the force exerted by the system & did not require to reinforce the fixation in the wall. On (B)(6) 2017 a letter was sent to the customer with the output of the investigation & informed him the system could not be repaired & need to be replaced. No system malfunction has been identified. No further action is required.

Manufacturer narrative:
Patient information is not provided since there was neither injury nor causality reported as nobody was in the room at time of incident. Customer reported on (B)(6) 2017 that the system was not switching on but the ge healthcare field service engineer discovered on (B)(6) 2017, once on site, the alpha st whole unit uprooted and fallen down. Ge healthcare¿s investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
Ge healthcare field service engineer discovered on site on (B)(6) 2017, that the alpha st whole unit got uprooted from its fixing position and fell down because of weak settlement of wall materials leading to loose wall bracket/mount nut bolt fixing. There was neither injury nor causality reported as nobody was in the room at time of incident